Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the system experienced a period of optical instability. Customer care recommended that the user re-link their sensor to allow the system to re initialize and converge faster. Post re-link, there was better agreement between the sg and bg. The user was advised to continue using the system and they were reminded to calibrate before meals, exercise, or insulin use. Per dms review, the user was using the system with up to date information.

Event description:
On march 26 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.